Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. There was no deviation from instructions for use on reprocessing steps for the points where the material remained. The adherence of the material to the nozzle and the objective lens/light guide lens was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in instructions for use (IFU): gif-q150 operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use (IFU): gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's adhesive around the objective lens, light guide lens, plastic distal end cover, and nozzle exhibited foreign objects. There were no reports of patient involvement.